Event description:
A pt was treated on 7/30/96 into the mental fold of the chin, corners of the mouth and glabella. The physician noted a whitish discoloration at the chin crease immediately after the treatment. No medical or surgical intervention was prescribed. Between 8/3/96 and 8/4/96, the chin treatment site began to bleed and ooze pus and became painful and throbbing. On 8/6/96, the physician observed a raw open wound at the chin. He diagnosed a necrosis and prescribed topical nitroglycerin for the intact areas around the treatment site, polysporin with a telfa pad for the open wound, and percocet for pain. The glabella and corners of the mouth remained asymptomatic.

Manufacturer narrative:
On 9/6/96, the patient presented with a 15 x 10 mm area of redness and a hypertrophic scar at the medial portion of the chin treatment site. The physician planned to prescribe silicon sheeting, dermabrasion, or fat injections in the future. A follow up call on 3/3/97 revealed that the patient had not been seen since that time. It is unk whether any of the planned intervention was performed. 1971 necrosis injection site.